Event description:
It was reported by the patient's relative that the implantable cardiac defibrillator (ICD) was to be programmed off the day before the patient died. When the relative came into the patient's room that day, the nurse stated that the implantable cardiac defibrillator (ICD) was shocking the patient and magnets had been to stop the unwanted therapy. The relative wanted to know if the wrong part was turned off. In addition, it was noted that the patient died seven months after implant of the cardiac resynchronization therapy defibrillator (crt-d). A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. ,